Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the equipment. In summary, the screen was cracked and unresponsive. The screen was replaced and now working. Codes fdm b01, fdr c13, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's monitor was cracked. This issue was a continuation of another case, in which the monitor was never replaced. The manufacturer representative (rep) stated that the screen appeared to be zoomed in. Only three of the four rows appeared when the rep brought up a keyboard. Additionally, certain parts of the touch screen were off. When the rep pressed a button, another one nearby activated. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, lot number: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. H6: code a0902: display or visual feedback problem is applicable to the screen appeared to be zoomed in and only three of the four rows appeared. Code a1301: failure to read input signal is applicable to certain parts of the touch screen were off and the rep pressed a button and another one nearby activated. Code a05: mechanical problem is applicable to the system's monitor was cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.